Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2021 wherein one of the leads was explanted and replaced. Intraoperatively, it was discovered that the lead had fractured which was causing the autoreducing. Post-operatively, stimulation therapy was restored. It is unknown which lead was explanted and replaced, therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2021-02818. It was reported during a meeting with the patient, the patient stated that recently while doing yard work and when bending felt a pull and paresthesia for a moment. Since then the device amplitude reduces without prompting. A system diagnostic found one of the leads with all contacts high (invalid). Surgical intervention may be necessary to address the issue.